Manufacturer narrative:
Conclusions: the metal/pe insert and the metal ball head have been returned to the MFR and a device eval is anticipated; follow up report to be submitted upon completion of eval.